Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
The pt reported blood glucose results of "492 mg/dl, 313 mg/dl, 209 mg/dl, 188 mg/dl, 182 mg/dl and 161 mg/dl" with the lifescan meter, performed within 20 minutes of each other. The meter, test strips and control solution were replaced.